Manufacturer narrative:
(B)(4). Concomitant medical products: persona all poly patella, catalog #: 42540000032, lot #: 62445364. Persona ps narrow femoral, catalog #: 42500006401, lot #: 62369093. Persona stemmed 5-degree tibia, catalog #: 42532007101, lot #: 62424063. Persona ps ve articular surface, catalog # :42512400710, lot #: 62409274. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. Multiple MDR reports were filled for this event: 0002648920-2020-00286, 0002648920-2020-00288, 0001822565-2020-01954.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain and difficulty in range of motion. The patient underwent a manipulation under anesthesia with cortisone injection due to arthrofibrosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that on (B)(6) 2014 patient experience pain and difficulty progressing with rom for 7 weeks follow tka, diagnosed with stiffness/arthrofibrosis. Mua with cortisone injection was performed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.